Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope was not flexing. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
Updated fields: h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The technician was not able to replicate the reported event as there is no issue with knob movement. In addition, the following reportable malfunctions were identified during the device evaluation: peeled and discolored adhesive, corroded and discolored control body, and a peeled light guide tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.